Event description:
It was reported that the pump stopped working after 3 years and the pt almost died from it; specific details were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).